Manufacturer narrative:
The returned device was evaluated and upon inspection it was noted that corrosion was present on the bottom battery. The leak test was performed and a leak was found on the internal portion of the soft cannula which allowed fluid out of the fluid path and caused the corrosion. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose level reached between 20 to 25 mmol/l (360 to 450 mg/dl) while wearing the pod between 4 and 24 hours on the arm. The patient tried correcting by delivering a bolus with the pod but his bg levels did not decrease. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.